Event description:
The patient stated that since 2007, she has experienced increasing blood glucose. She stated her blood glucose reached 500 mg/dl. No symptoms were reported. The patient stated, she switched to her backup infusion device and her blood glucose returned to normal. The patient was not able to recall the details of the event as it occurred 1 month ago. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and was requested to be returned for evaluation.